Event description:
The report indicated that the customer received an occlusion alarm after delivering a bolus. High bg levels (greater than 250mg/dl) were also experienced. The cannula was reported to have been kinked, though no blood was observed. The pod will not be returned for investigation.

Manufacturer narrative:
The product will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. An occlusion alarm was reported, which is an indication that the flow of insulin may have been restricted/prevented by the kink and resulted in black pressure. The initiation of an occlusion alarm is an indication that the pod had functioned as intended, alerting the user of a fault condition. The product user guide instructs the user to 'check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.